Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on pt, the knob for regulating the vacuum on the auxiliary 02 and suction module became loose and it was difficult to regulate the level of vacuum. There was no pt harm reported. (B)(4).

Manufacturer narrative:
Our investigation into the reported matter showed that the plastic knob for regulating the vacuum on the suction unit, had a locking ring not fully withstanding the force that was applied to it when turning the knob from the off position. If the knob has been turned counter-clockwise to its off position extra hard by the user, it will result in a damaged knob, and may result in difficulties when trying to turn the knob clockwise in order to generate vacuum. A re-design of the locking ring will be implemented in the production line and as a spare part.